Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of automatic mode switching were observed due to far r oversensing on the ventricular channel. Programming changes were made. Device remains implanted.